Manufacturer narrative:
The suspect device was evaluated onsite by a technician. It was determined that the reported problem occurred with an olympus, model gif-hq190 scope and did not occur with other scopes when tested. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a unknown procedure, a b30 (scope communication error) displayed on the evis exera iii xenon light source after the contacts were cleaned. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined from an onsite inspection that the error occurred due to the endoscope gif-hq190 (sn: (B)(6) and was not caused by the reported device. The product was not returned. No further information could be obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.